Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated through ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain and was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard meridian filter was implanted in an infra renal position. Approximately one year and four months post filter deployment, the patient was diagnosed with a probable pulmonary embolism. Approximately two years and three months later, computed tomography (CT) revealed that there was chest pain with a possible pulmonary embolism and pain in the right upper quadrant. On an unknown date, computed tomography, revealed the inferior vena cava filter which was migrated and severely tilted. There was approximately 15 degrees tilt. That tilt made the strut perforated beyond the wall of the inferior vena cava and into the mesentery. Therefore, the investigation is confirmed for perforation of the ivc, filter migration. However, the investigation is unconfirmed for filter tilt as the medical record states approximately 15 degrees of tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4(expiry date: 12/2012),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt, perforation of the ivc and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated through ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain and pulmonary embolism post filter implant; however, the current status of the patient is unknown.